Event description:
Additional information was received that the patient has missed his last appointment and the physician will no longer be seeing the patient. The office did not know who now is treating the patient and did not have any additional information to provide.

Event description:
Additional information was received that indicated that the patient's treating neurologist did not have any information to provide. The patient is seeing a new neurologist. Clinic notes were received from the new neurologist that indicated that prior to the patient,s increase in seizures that he was taken off topamax and his dose of trileptal was increased but the patient still had frequent seizures. The patient has had three ambulatory eegs between 2008 and 2010, with vns implanted for at least one of the eegs. All the eegs were normal and failed to reveal any seizure activity. Throughout the clinic notes there was no mention that the seizures were an increase just that the patient had frequent seizures.

Event description:
It was initially reported that the pt was out of the country and experiencing an increase in seizures, unk above or below per-vns baseline. The pt had recently lost some weight prior to the increase in seizures and pt has been eating differently and adapting to the different weather/climate. The pt was provided with a list of physician's in the country that they could see to have their vns evaluated. F/u indicated that the pt has not seen the physician in the country that they are currently in. The pt reported that he is doing better but is still having an increase in seizures, above pre-vns baseline. The pt said prior to vns he averaged one seizure per day and currently is having about 5 seizures per day. The pt plans to see his neurologist when he returns to the USA. There was a communication/language barrier with the pt so it is unclear if he completely understood the questions.